Manufacturer narrative:
Medivators makes no claim on high-level disinfection efficacy when reprocessing instructions are not followed, or when an incorrect hookup or parameter set is utilized. The operator manual states, "selecting an incorrect endoscope type, parameter set, and/or hookup connection may prevent an endoscope from being properly disinfected; do not use the endoscope on a patient if this occurs." Medivators is not aware of any adverse clinical event associated with this incident and is filing this MDR because high-level disinfection of devices processed in the advantage plus aer cannot be guaranteed unless devices are processed in accordance with medivators instructions for processing and use. After consulting with steris technical support, the user facility adjusted the parameter set to align with the device being reprocessed. Steris counseled user facility personnel on the importance of selecting the correct parameter set for the device being reprocessed. No additional issues have been reported. UDI related data clarification - the device subject of the event was manufactured prior to UDI compliance; therefore, UDI is not applicable and was not included in the MDR.

Event description:
The user facility reported that they were using the incorrect parameter set during reprocessing of endoscopes with their advantage plus endoscope reprocessing system. It is unknown if the scopes were subsequently used during patient procedures. No report of injury.